Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, the patient began feeling shaky and jittery, believing this was due to the cgm displaying low. In response, she consumed candy and drank orange juice to raise her glucose levels; however, the cgm reading continued to show low for several hours. The patient attempted to take a bg meter reading, but the glucometer displayed an error message, while the cgm still indicated low. She then began to feel unwell while waiting for the cgm reading to change. The patient contacted her physician, who advised her to call an ambulance. She was transported to the hospital. During transport, her vision became blurry. Upon arrival, medical staff performed a blood draw, which indicated a glucose level of 509 mg/dl, while the cgm continued to display 40 mg/dl. The patient was treated with IV fluids and an insulin injection. She remained in the hospital for approximately 13 hours. She did not receive additional medication upon discharge but was instructed to schedule an appointment with her endocrinologist for follow-up care. At the time of the report, the patient was stable and resting at home. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.